Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11228. It was reported the pt had a persistent burning sensation at the ipg site. The pt reported he had not charged or used the scs system in two months. It was reported the ipg was closer to the skin than it was in the past. The pt also reported when he used the stimulation it gave him convulsions. The sjm rep had met with the pt two months prior and the pt had not reported either of this symptoms. Follow up identified the system was explanted. It was reported no devices would be returned. On (B)(6) 2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.